Event description:
Possible that loss of atrial capture is occurring in the current egm (electrogram). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).